Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) did not engage with the vessel wall during withdrawal and slipped out. Hemostasis was achieved by manual compression. There was no reported patient injury. The intended procedure was a percutaneous coronary intervention (pci) using a retrograde approach. The device was prepared and used according to the instructions for use (IFU). The device was removed with the indicator wire exposed, and a visual inspection revealed no damage to the indicator wire loop. The device was stored and prepared as per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Regarding the femoral puncture site, the femoral artery suitability was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be equal to or greater than 5mm, with no visible calcium or plaque, no nearby stents, and no stenosis of greater than 50% at or near the puncture site. The site had not been previously closed with any closure device or manual compression within the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The device showed no visual damage before use, the indicator window was facing up during retraction, and there was no change in the indicator window. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) did not engage with the vessel wall during withdrawal and slipped out. Hemostasis was achieved by manual compression. There was no reported patient injury. The intended procedure was a percutaneous coronary intervention (pci) using a retrograde approach. The device was prepared and used according to the instructions for use (IFU). The device was removed with the indicator wire exposed, and a visual inspection revealed no damage to the indicator wire loop. The device was stored and prepared as per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Regarding the femoral puncture site, the femoral artery suitability was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be equal to or greater than 5mm, with no visible calcium or plaque, no nearby stents, and no stenosis of greater than 50% at or near the puncture site. The site had not been previously closed with any closure device or manual compression within the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The device showed no visual damage before use, the indicator window was facing up during retraction, and there was no change in the indicator window. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, and the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window¿s black/white and red positions were obtained as expected. A high-magnification evaluation was executed to assess the indicator wire. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the device received since the device was received with the indicator wire deployed with no anomalies noted to the loop. The device was successfully deployed with full window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.